Manufacturer narrative:
No event date and death date was provided.

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, patient was referred for silent ischemia and index procedure was performed the same day. The target lesion was located in 2nd obtuse marginal with 100% stenosis and was 20 mm long, with a reference vessel diameter of 2.75 mm. The lesion was treated direct placement of a 2.75 x 24 mm promus element stent. Following post-dilatation, the residual stenosis was 0%. Six days after, a staged procedure was performed. The first target lesion during staged procedure was located in mid right coronary artery with 80% stenosis and was 28 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with direct placement of a 2.75 x 24 mm promus element stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 during staged procedure was located in 1st diagonal branch with 90% stenosis and was 24 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.5 x 28 mm promus element stent. Following post-dilatation, the residual stenosis was 0%. Two days after staged procedure, the patient was discharged on aspirin and clopidogrel. On an unknown day, the patient died and the cause of death is unknown. No action was taken to treat the event.

Manufacturer narrative:
Date of death: corrected from (B)(6) 2018 to (B)(6) 2018. Date of event: corrected from (B)(6) 2018 to (B)(6) 2018. Device is combination product.

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2014, patient was referred for silent ischemia and index procedure was performed the same day. The target lesion was located in 2nd obtuse marginal with 100% stenosis and was 20 mm long, with a reference vessel diameter of 2.75 mm. The lesion was treated direct placement of a 2.75 x 24 mm promus element stent. Following post-dilatation, the residual stenosis was 0%. Six days after, a staged procedure was performed. The first target lesion during staged procedure was located in mid right coronary artery with 80% stenosis and was 28 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with direct placement of a 2.75 x 24 mm promus element stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 during staged procedure was located in 1st diagonal branch with 90% stenosis and was 24 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.5 x 28 mm promus element stent. Following post-dilatation, the residual stenosis was 0%. Two days after staged procedure, the patient was discharged on aspirin and clopidogrel. On an unknown day, the patient died and the cause of death is unknown. No action was taken to treat the event. It was further reported that in (B)(6) 2018, the patient died.